Manufacturer narrative:
Physio-control further evaluated the customer's device and could not duplicate the reported issue. The cause of the reported event could not be determined. The customer was provided with a replacement device.

Event description:
A physio-control sales representative was assisting a customer with configuring a customer device and observed that following applying the settings the device would not power on when prompted. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A physio-control sales representative was assisting a customer with configuring a customer device and observed that following applying the settings the device would not power on when prompted. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.